Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a rash on their lower back and was experiencing ineffective stimulation. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000152020.